Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "we have had a case today where the drill and screw missed the posterior locking hole of the nail through the jig. The jig was also stiff to lock into the posterior locking hole." Further information from rep received: "the surgeon redrilled for talus screw and screw then went in fine. Surgeon did not use the posterior screw as it kept missing the hole in the nail through the jig. The jig was stiff but it would still locking into position."